Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white component was damaged and leaked the following information was provided by the initial reporter, description of facts, circumstances and means used: one of the lines breaks and the drug spills out, loss of part of platelet bag, fragile valve branches, particularly the screw-in branch. I would like to inform you that we have received a report (fei = fiche d'évènement indésirable - undesirable event form) from caregivers concerning a device supplied by your company, the main points of which are set out below: please let us know : whether similar situations have been reported to you, your assessment of the situation described your hypotheses and explanations for this malfunction. We would also like to ask you for compensation ¿per credit note¿ for the device(s) financed by the chu, but which could not be used due to the malfunction described. The value of the amount involved is shown in the table above. As the medical device was not kept by the user confronted with the problem, there will be no material to send for appraisal.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394600 and lot number 4185195. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.